Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that experienced a low battery alarm even after charging the device overnight; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.